Manufacturer narrative:
The reported patient symptom of incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence. The physician performed a cystoscopy and determined that the cuff was in the correct place, but the balloon was not providing enough pressure to close the cuff. Surgical intervention was performed to replace the aus balloon with a larger one. There were no additional patient complications reported.

Manufacturer narrative:
The reported patient symptom of incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence. The physician performed a cystoscopy and determined that the cuff was in the correct place, but the balloon was not providing enough pressure to close the cuff. Surgical intervention was performed to replace the aus balloon with a larger one. There were no additional patient complications reported.